Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was 291 mg/dl. The customer stated that she received multiple no delivery alarms after a set change while delivering a bolus. The customer stated that she rewound the pump and it still alarmed no delivery. The customer was advised to disconnect the tubing and reservoir, and then reconnect the tubing and reservoir. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer was advised to manually push the plunger and verify the tubing exits. The customer stated that insulin exited during manual prime. The customer was advised that the reservoir was working as designed.